Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of button error and no delivery alarm from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that her daughter is at school. The mother stated that the pump was unable to deliver bolus because of the broken arrow button. The mother was advised to call back to troubleshoot with the customer.